Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The device was not received as of this date. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: n/a. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Ail sensor, open door, failed rate accy- (B)(4). The customer stated that there was no patient involvement.